Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.1 was closing but kept failing. The recovering storage space feature was not working either. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 2.1 kept failing. A field service engineer retied the retractor band to ensure there was adequate slack tested the drawer multiple times and confirmed that it operated without any issues. The customer then verified proper functionality through the inventory application. The system functioned as intended after the field service engineer repaired the device.